Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator connection pads were broken, the monitor failed to recognize pads and would not detect pacing. No adverse patient impact was reported.